Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded multiple pacemaker mediated tachycardia (pmt) episodes and delivered inappropriate shocks and anti-tachycardia pacing (atp). The shock was delivered for atrial fibrillation (af) with possible rapid ventricular response (rvr). Therapy did not convert the rhythm. This ICD remains in service. No additional adverse patient effects were reported.